Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of broken/damaged was due to the door latch. Replaced door latch for sear broken. A review of the device history record for sn (B)(4) was performed from date of manufacture 11/09/2005 to the present date 10/24/2020 and confirmed that this device was previously returned for servicing 2 times and there were production failures (q6 (B)(4) for assy lgc bd 8100 indicated on the source device which does not correlate to the customer reported issue.

Event description:
The customer reported that the device is broken/damaged. No patient involvement is noted.